Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother reported that there were air bubbles in the insulin cartridge. The patient states that at times the patient's blood glucose has been as high as 500 mg/dl. There were no alleged symptoms and the situation is not indicative of a serious diabetic injury.